Event description:
Customer reported having symptoms of high blood glucose and dka. Suggest customer to take correction injection as per doctor. Troubleshooting performed instruct customer to remove and return pump.